Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using groshong s/l catheter. It was reported that a single lumen groshong catheter that was placed and subsequently removed after two micro holes were identified in the catheter. The reporter indicated that the device was removed due to this observed defect. There was no reported patient injury.